Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue first began in (B)(6) 2015. She stated that she manages her diabetes with oral medication, diet and exercise, and she made no changes to her normal diabetes management in response to the alleged meter issue. There is no evidence that the patient developed any symptoms, but reported that she had self-treated, taking some ¿glucose tablets/gel.¿ she reported that on (B)(6) 2017 she had attended the doctor/clinic and obtained a blood glucose result of ¿167 mg/dl¿ on their meter. At the time of troubleshooting, the csr noted the patient did not have any testing supplies. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.